Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur cp instrument. The samples were repeated on the same instrument, resulting similar to the initial run and were reported to the physician(s). The samples were then repeated on an alternate instrument, resulting lower. The corrected results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found that wash 1 tubing was connected to the cleaning solution bottle. The cse corrected the setup, primed the system and performed monthly cleaning with di water. Quality controls and patient samples were run, resulting within range. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the wash 1 tubing being connected to the cleaning solution bottle is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.